Event description:
During an in-clinic follow-up, a device firmware upgrade was performed, however, the device had already reached the elective replacement indicator (eri) which caused the device to enter backup vvi (bvvi) mode when the firmware upgrade was initiated. High voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted and recommended device replacement. The following day, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Interrogation revealed the device was in backup mode. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on default settings. The backup operation could not be reproduced. The cause of the backup operation could not be conclusively determined due to the corrupted device image.